Event description:
The patient experienced prolonged hyperglycemia with blood glucose (bg) levels above 400 mg/dl for 2-3 days while wearing the pod on the abdomen for over 48 hours. Despite multiple boluses, bg levels remained elevated, and symptoms included fatigue, dry mouth, weakness and headaches. The patient sought medical attention, and the visit lasted one day. The pod was removed and replaced per physician instruction. Upon removal, the cannula appeared bent and only partially inserted. The physician administered intravenous fluids and adjusted the omnipod settings, after which bg levels stabilized. Multiple automated delivery restriction alerts were reported during the high bg period.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms, confirming that the blue soft cannula is inspected for any damage. We are unable to determine if any product condition could have contributed to the reported medical treatment and hyperglycemia and bent cannula. It was also reported that the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone16.2 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.